Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that after placing implant, it was impossible to disengage mount and implant, and doctor had to remove both items procedure was completed placing other implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name . D2: device product code. D4: catalog. D4: expiration date and UDI not available, lot number unknown. D9: device available for evaluation change ¿no' to 'yes.' G3: date received by the manufacturer. G4: PMA/510(k) number. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. Product evaluation: one implant and one implant mount were returned for investigation.visual evaluation of the as returned product identified that the implant mount was attached to the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event 'it was impossible to disengage mount and implant, and doctor had to remove both items' verified that the mount would not disengage from the implant. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 31 (fdi) and was implanted/explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f (B)(6) 2019) & biomet 3i dental implant IFU (p-iis086gi) rev. J (B)(6) 2022. Information identified: 'contraindications' 'warnings' 'precautions' 'potential adverse events' per the applicable IFU, improper technique and patient factors may lead to device failure. DHR review: (mmc15 unknown lot #). DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: (mmc15 unknown lot #). A complaint history review by item number was conducted for the (mmc15) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the mount would not disengage.

Event description:
No further event information is available at the time of this report.